Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a suspected loss of capture (loc) for its right atrial (ra) lead. Technical services (ts) was consulted and discussed stored data. The patient will continue to be monitored and the ra lead will be evaluated at the crt-d changeout. There is no indication a changeout or revision has been scheduled at this time. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a suspected loss of capture (loc) for its right atrial (ra) lead. Technical services (ts) was consulted and discussed stored data. The patient will continue to be monitored and the ra lead will be evaluated at the crt-d changeout. There is no indication a changeout or revision has been scheduled at this time. This device remains in service. No adverse patient effects were reported. At a later date, this crt-d was received for analysis, indicating an explant procedure has taken place but no information regarding the procedure has been received. No additional adverse patient effects were reported. The device has been analyzed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a suspected loss of capture (loc) for its right atrial (ra) lead. Technical services (ts) was consulted and discussed stored data. The patient will continue to be monitored and the ra lead will be evaluated at the crt-d changeout. There is no indication a changeout or revision has been scheduled at this time. This device remains in service. No adverse patient effects were reported. At a later date, this crt-d was received for analysis, indicating an explant procedure has taken place but no information regarding the procedure has been received. No additional adverse patient effects were reported.